Event description:
Revision surgery - patient had developed severe arthrofibrosis in right knee from previous total knee replacement. It was decided to raise the femoral joint line after removing femoral component and then implanting a ps stemmed component.